Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 105 which was reproduced and confirmed through a review of the device event history log. The motor assembly was disassembled for further analysis. There was evidence of fluid intrusion on the motor end cap. Once the motor end cap was removed, there was evidence of contamination on the encoder board, on the flex/board connection, and on the encoder sensor itself. This contamination caused corrosion on the encoder contacts. There was fluid residue on the exterior of the motor end cap. This suggests that the fluid/ contamination came in through the gap between the lower valve and the lower tubing guide, but the source and path of fluid cannot be positively established. Due to the motor encoder board fluid intrusion/contamination, the motor assembly was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 105 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.